Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for an evaluation, a relationship between the subject device and the adverse event could not be determined. Although the root cause could not be identified, the facility reported that the staff was not properly educated in reprocessing. Therefore, likely resulting in inappropriate reprocessing of the device. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has also been submitted on importer medwatch report #2429304 - 2023 - 00105.

Event description:
The customer reported to olympus patient infections due to improper reprocessing of this cysto-nephro videoscope, which was observed after the patient was seen in the emergency room (ER). The intended procedure was diagnostic cystoscopy. Medical intervention was required as a result of the reported problem. The procedure was completed and the device has been used on another patient after the known patient infection. Additional information received that the device was not tested for microbial contamination. The patient's urine was cultured and showed positive for ecoli. The patient was treated with intravenous ceftriaxone medication. Currently, the patient has no infection. The reprocessor, as reported, was not cultured. The patient was not hospitalized during the ER visit. There were no reports of further patient or user harm associated with this event. Patient identifiers: (B)(6) - patient 1 of 3 (B)(6) - patient 2 of 3 (B)(6) - patient 3 of 3 this report is for (B)(6).